Manufacturer narrative:
(B)(4)

Event description:
During a unilateral c3-c6 medial branch ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the left flank of a non-hairy patient and it was noted the grounding pad may not have adhered well. When the grounding pad was removed, a second degree burn was found, which was bandaged and treated with antibiotic ointment. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. Based on the information received indicating the grounding pad may not have adhered well, the cause of the reported patient burn may have been improper placement. The product IFU contains a warning statement "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location."